Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was found to have a non-functioning lead the previous week and was scheduled for procedure. The right atrial (ra) lead had become dislodged during the course of the life of the lead.  It was also identified that the implantable pulse generator (ipg) exhibited a pacing problem and the right ventricular (rv) lead was not making adequate contact with the tissue and was intermittently capturing.  The ipg system was removed and replaced. No patient complications have been reported as a result of this event.